Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found 2 plunger clamps and 2 lld contact springs needed replacing. The clamps and springs were replaced. The instrument was tested without further problem and returned to service.